Manufacturer narrative:
Although requested, the device has not been returned and the cause of the complaint is not known.

Event description:
A professional customer reported that their arm's piston would not lower during testing. The customer also noted a rattle sound and that the arm unit was flashing both its warning and service indicator lights. The customer did not report this occurring during patient use.